Event description:
Customer reported that "when attempting to use the pox (rad-57) in the delivery room for resuscitation of the baby, the pulse ox. Failed to function effectively and was unable to display values; proper placement and location confirmed, but did not resolve the issue."

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.